Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a no delivery alarm on the insulin pump. The customer¿s blood glucose during the incident was 400 mg/dl. They treated the high blood glucose with a manual injection. They were reporting a past event. The event was resolved by a change of reservoir. The reservoir will not be returned for analysis.